Event description:
Event description cpi received information that defibrillation endotak lead (right ventricular lead) was scheduled to be replaced due to a loss of capture in the right ventricle. It was also noted that the device may also be changed out during this procedure, however, the implantable cardioverter defibrillator (ICD) still had a battery status of bol (beginning of life).